Manufacturer narrative:
Without the sample for investigation no conclusions can be made. The device history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.

Event description:
The caller reported that the pt had a tracheostomy placed at the bedside and the flange was noted to be broken less than 10 minutes after use. The procedure was a bedside percutaneous tracheostomy. The device was removed and replaced with a new tracheostomy tube of the same size and manufacturer. The broken tracheostomy tube was inadvertently discarded after removal.